Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the "on/off key not working". It is unknown when this event occurred. This condition had the potential to interrupt delivery. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. The user interface module master software version is 6.13.90.

Manufacturer narrative:
(B)(4). The reported condition of "on/off key not working" was confirmed and reproduced during product evaluation. The assignable cause was a stuck on/off key on the front bezel. The front bezel was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.